Event description:
Patient was having an endoscopic retrograde cholangiopancreatography (ercp) with fluoro in endoscopy for a possible liver/biliary mass. The boston scientific extractor balloon was checked and was satisfactory prior to insertion into the scope. When in the patient, the balloon would not inflate. It was removed and tested; the balloon was popped. Patient's endoscopy procedure was completed with another balloon and patient discharged to home 3 days post-op. No harm to the patient and no complications.